Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high shock impedance greater than 125 ohms shortly after implant. Defibrillation thresholds and shock impedance was normal at implant. All other lead diagnostics were within range. The device uses a triad shocking lead configuration for impedence testing. Right ventricular (rv) coil to right atrial proximal coil configuration also revealed impedance was greater than 125 ohms. Rv distal coil to can configuration revealed impedance was normal at 40 ohms. Technical services (ts) suggested there may be a problem with the lead or the proximal defibrillation-1 connection. Ts advised that the clinician discuss this with the physician. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.